Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ablation procedure, it was noted that the right atrial lead had no slack. The physician readjusted the slack and the lead remained implanted. No patient symptoms were reported.